Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated 7.0 software would not boot up in a hp jornada handheld computer, indicating a possible malfunction. The handheld computer and flashcard are currently in product analysis.